Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported while using bd safetyglide¿ needle only, 18 g x 1 1/2 in. Leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leaking at fused connection while mixing medication. No effect - did not reach patient - detected before use or does not touch person during use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-mar-2023. Investigation summary one sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It showed a leak of solution at the needle joint. A pin hole was observed where the epoxy holding the needle to the needle hub. This defect could occur during manufacturing if a jam occurred at the cannulator inducing the symptom reported and not detected in the next processes. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported while using bd safetyglide¿ needle only, 18 g x 1 1/2 in. Leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leaking at fused connection while mixing medication. No effect - did not reach patient - detected before use or does not touch person during use.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd safetyglide¿ needle only, 18 g x 1 1/2 in. Leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leaking at fused connection while mixing medication. No effect - did not reach patient - detected before use or does not touch person during use.